Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had unexplained high and low blood glucose. Customer's girlfriend stated the customer's blood glucose declined to 42 mg/dl and then quickly rose to over 200 mg/dl. No additional information provided.